Event description:
Boston scientific received information that during a procedure to implant this left ventricular (lv) lead, the physician had difficulty with it staying in place. Additional information received stating that this lv lead had loss of capture (loc). It was noted that this lv lead dislodged from its original implanted site overnight after being implanted. The lv lead has been removed from service and successfully replaced with a new lead. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.